Event description:
The facility reported a pump with a failure code present in an urgent product recall letter. It is unknown what failure code occurred or when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.